Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that multiple complications were encountered during impella cp support. During transfer to a new site, the patient felt ill and hit his face against the steering wheel. This caused the patient to suffer a broken jaw and massive bleeding for the duration of support. Heparin was suspended in an attempt to manage the bleed, but this resulted in an increase of purge pressure and eventually a pump stop. The pump had to be restarted multiple times and the decision was made to replace the device. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, pump stop, and high purge pressure has been completed. There was no product or data logs returned. The clinical stated that the patient hit his face against the steering wheel causing massive bleeding for the duration of support. Heparin was reduced to try to suspend the bleeding the root cause of the vascular damage - peripheral vessel is most likely due to the patients condition as the patient suffered a severe head injury causing persistent bleeding throughout impella support. It was stated that due to the heparin being stopped in the purge for bleeding, the impella had an increase in purge pressure requiring the device to be turned off and on again twice and they had to replace it. This statement is most likely referring to the pump stopping. Due to lack of product or logs returned, the root cause of the high purge pressure and pump stop cannot be confirmed. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25714 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10 revised to reflect instructions for use that were inadvertently omitted from initial manufacturer device report number 1220648-2025-25714.